Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report a crack in her insulin pump. Customer reported that the damage is located on the top right corner of the lcd screen and all around the top edge. Customer's blood glucose reading was 116 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. No cracks were found on the display window.